Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed no external damage. A review of the event history log found no error which related to customer reported problem. During the functional testing no problem was found. The root cause of the issue was unable to be determined as there was no fault found. Reset real time clock chip as preventative measure and updated the software.

Event description:
It was reported that the pump exhibited abnormal circuit board behavior may cause an internal clock system failure. No patient injury or involvement was reported.